Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Sixty-one samples and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that fifty-two samples missing entire scale marking print and remaining nine samples missing partially scale marking print. Potential root cause for the missing print defect is associated with the marking process. Quality alert will be issued to the plant to address this issue. Furthermore, a device history record review was completed for provided lot number 4151555. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305060. Batch # 4151555. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had a scale marking issue. The following information was provided by the initial reporter. Verbatim: rcc received a complaint via email. Email(s) attached. There is no marking or print on the packaging.